Event description:
This is a spontaneous case report received from a other health professional via regulatory authority (case# (B)(4)) in (B)(6) on (B)(6) 2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 with lot number d30799. At the release on the right side, essure rolled round itself and was malpositioned with risk of tubal perforation, risk of digestive wound and risk of ineffectiveness from a contraceptive standpoint. Therefore, essure was removed via the vagina under celioscopic control. Then, tubal ligation was performed via celioscopy. Essure system including delivery handles was kept. Case correction on 16-feb-2016: it was identified that the correct initial receipt date of this study case was (B)(6) 2015, which was reported by a pharmacist via reimbursement program. Company causality comment: this medically confirmed, solicited case report refers to a female patient who had an attempt of essure (fallopian tube occlusion insert) insertion. During this procedure, essure rolled round itself and was malpositioned. Physician removed the device via the vagina under celioscopic control due to the risk of tubal perforation, digestive wound and ineffectiveness from a contraceptive standpoint. The reported event is listed in essure's reference safety information. During difficult insertions, essure placement may be unsuccessful. In this particular case, limited information was provided. However, considering that the reported event occurred in association with essure insertion, a causal relationship with the suspect insert cannot be excluded. This case was regarded as incident, since a surgical intervention was required for essure removal. A product technical analysis is being sought.

Manufacturer narrative:
Follow-up received on 12-aug-2016 quality-safety evaluation of ptc: ptc global number (B)(4). Deployment difficult is defined as a failure of the micro-insert outer coils to expand from the wound down position. Per the instructions for use (IFU), the physician must perform the following steps in order to achieve proper deployment: rollback to initial hard stop; depress button; perform final rollback. Several factors can contribute to a deployment difficulty event. The most likely root causes are tubal spasms which can clamp down on the distal end of the catheter and prevent the micro-insert from expanding and releasing from the delivery wire, stretching of micro-insert during placement attempts which tightens the inserts grip on the delivery wire, repositioning of the catheter after the first rollback and button press are completed which can also tighten the inserts grip on the delivery wire, and potential manufacturing deficiencies. Under normal circumstances, when the physician completes the proper essure placement steps, the release ribbon should disengage from the platinum half band (welded onto outer coils of micro-insert). Once disengagement occurs, the outer coils should expand. If it does not, this is referred to deployment difficulty. Since product was returned to us for investigation, we were able to conduct an investigation of the actual device involved in this complaint. Two samples were received, for sample 1 we observed the following: no damage or defect detected on delivery catheter, IFU steps completed. For sample 2 we observed the following: no damage or defect detected on delivery catheter, IFU steps completed. Also there was a micro-insert available which was stretched on the proximal side, there was no traceability of from which device the insert came off since the two delivery catheters inspected presented the same characteristics. We were unable to confirm any quality defect or device malfunction at this time. We also conducted a review of the manufacturing batch record and confirmed that at final product testing for this lot was performed per requirements and the product met all release requirements. The possibility of a deployment difficulty event is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 16-aug-2016 for the following meddra preferred terms: fallopian tube perforation. The analysis in the global safety database revealed (B)(4) cases; device deployment issue. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts.

Manufacturer narrative:
Follow-up information received on (B)(6) 2016 from the pharmacist: according to the essure procedure report from (B)(6) 2015, the patient was (B)(6). The placement happened under hypnosis and then under general anesthesia. The left ostium was seen. Essure was released, four outer coils were seen in the region of the left ostium in the uterine cavity. The right ostium was seen. At the release on the right side, essure rolled round itself and was malpositioned. It was tried to remove essure by pulling on it. Due to resistance, it was decided to perform a celioscopy. According to celioscopy report, on the right side, essure did not perforate the fallopian tube despite the difficulty to place it. On the left side, essure was visualized in the subserosal region of the fallopian tube. Conclusion: insertion failed with essure. Right and left tubal ligations were performed via celioscopy under general anesthesia. Follow-up received from the pharmacist on (B)(6) 2016: the reporter did not have further information and could not fill in the perforation questionnaire. Company causality comment: this medically confirmed, solicited case report refers to a female patient who had an attempt of essure (fallopian tube occlusion insert) insertion. During this procedure, the right essure rolled round itself and was malpositioned. According to celioscopy report, on the right side, essure did not perforate the fallopian tube. However, on the left side, essure was visualized in the subserosal region of the fallopian tube. Physician removed the device via the vagina under celioscopic control due to the risk of tubal perforation, digestive wound and ineffectiveness from a contraceptive standpoint. The reported events are listed in essure's reference safety information. During difficult insertions, essure placement may be unsuccessful. In this particular case, limited information was provided. However, considering that the reported events occurred in association with essure insertion, a causal relationship between device placement at incorrect location and fallopian tube perforation with the suspect insert cannot be excluded. This case was regarded as incident, since a surgical intervention was required for essure removal. A product technical analysis is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs